Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure withdrawal resistance and stent damage occurred. The mid right coronary artery (rca) was predilated with an apex balloon and then a 4.00x32mm taxus liberte stent delivery system (sds) was advanced to the lesion; however, the device was unable to cross the previously placed stent in the lesion. During removal of the sds it was noted that the device was stuck on the previously placed stent and the physician experienced withdrawal resistance. The device was removed from the patient normally and it was noted that the previously placed stent stayed well positioned and apposed in the lesion. Once the device was outside the patient it was noted that the distal end of the stent was damaged. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is stable.